Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device distal tip is torn. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained. Updated: d4, d8, d9. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure- potential cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.